Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and fault ID 0-0x277d, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.